Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump has failed volume accuracy test three times with two different sets. There was no patient injury reported.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email and attached in complaint object: unit failed during pm procedure after it returned from OEM (original equipment manufacturer) repair, device was not use on patient. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was related to a previous repair. Visual inspection found the device in good condition as all was intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The pump was found to be within the manufacturing specifications. Three different delivery accuracy tests were performed all of which were within the published delivery accuracy specification. No problems were found with the fluid delivery of the pump. It was recommend however to replace the expulsor as preventative measure and customer's concern. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.